Event description:
The customer reported that the system had intermittent x-ray switch operation outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray hand switch and the foot switch assembly were replaced. The system was tested and found to be working as intended and put back into service.